Event description:
Healthcare professional (hcp) reported an infection in the pump pocket. Caller stated they were concerned about the infection getting into the pump and planned to explant in the "next day or two". Caller stated they will stop the pump and the patient will be given oral medication. The pump was delivering dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer model# 8835 serial# (B)(4)...catheter model# 8709sc serial# (B)(4) implanted: 2011-(B)(6) explanted:unk. (B)(4).